Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer informed technical support engineer (tse) that when setting up, system kept faulting with a non-recoverable 26002. Customer power cycled system several times but the issue persisted. Tse inspected logs and found repeated 307 errors on armnet 1 pointing to a suspect universal surgical manipulator (usm) 1, outer distal or proximal set-up joint (suj) 1. Customer used another dv system for the case. There was no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set-up joint (suj) and universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis (fa). The distal suj was analyzed and the complaint was confirmed by failure analysis. Fa investigations confirmed but could not replicate the reported error. Errors 25730 (motor axis message) and 40084 (communication link) were reported by the axes controller tornado (act) on the distal thus confirming the faults occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system where it performed as expected without errors. The unit was also tested on a patient side cart fixture test platform (pftp) where it passed all relevant tests. The usm was analyzed and the complaint was confirmed by failure analysis. Fa investigations confirmed but could not replicate the reported error. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified. As a result of these findings, failure analysis was able to conclude that the act board is consistent with the reported event and is considered the potential root cause.